Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issues were not confirmed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the visera elite xenon light source emergency light turned on and displayed an e103 error. The event occurred during preparation for use, prior to a diagnostic nasopharyngeal fibrescopy procedure. A similar device was used to complete the operation and there was no patient harm or user injury reported due to the event.